Event description:
Reportedly, during a follow-up, the pacemaker involved in this MDR report was interrogated and the atrial lead impedance was high. During the system upgrade to a bi-ventricular device, the atrial lead impedance was measured at 578 ohms. In addition, the atrial lead was screened and no damage was noted when x-rayed. The pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.